Event description:
The manufacturer received a voluntary medwatch (mw5162991) with information that alleged the unspecified philips CPAP device had caused serious injuries of asthma and kidney cancer resulting in removal. In addition, alleged non-serious injuries of heart chest pain, liver issues (unspecified), lingering cough, dizziness, headache, dyspnea, pneumonia, blood pressure (unspecified), liver cyst, left kidney cyst. Reportable since device issue/event has or may have caused or contributed to a serious injury. Medical intervention of kidney cancer removal (unspecified nephrectomy), liver and left kidney cysts. The manufacturer's investigation is ongoing. The device has not yet been evaluated. A follow-up report will be submitted when the manufacturer's investigation is complete.